Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd preset¿ eclipse¿ there was no arterial blood flow. Patient impact has not been able to be obtained. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, an arterial blood sampling device was used to draw the patient's arterial blood gas. The femoral artery fluctuated obviously, and the patient was not restless. When the blood gas needle was slowly inserted, no arterial blood was seen. The needle of the blood gas needle is soft and short. After repeated adjustments by the nurse, the arterial blood will appear only when the arterial blood gas needle is drawn upwards and then enters the original depth.